Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that she was not getting accurate readings on the insulin pump, and it caused her to experience low blood glucose. The blood glucose reading was 29 mg/dl, compared with the sensor glucose reading was 132 mg/dl. She stated that she had low blood glucose while at a theme park and had not checked her reading all day. She stated that she did treat for it as soon as she could. No bent sensor cannula was noted. She reported skin irritation outside of the extra tape, observing itching and redness. Upon troubleshooting, the customer was advised that the sensor may not have been situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.